Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the units temperature settings could not be tested due to the unit showing "open t/c error" when switching to the temperature test wand. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the ablate function was not working on the wands when plugged into the console. The malfunction happened during procedure and was solved with no delays or patient harm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.